Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. No moisture damage noted on electronics.

Event description:
It was reported that the customer's insulin pump had been exposed to moisture. Customer stated the device was exposed to a pool and sweat. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 292 mg/dl at time of reporting. Nothing further reported.